Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 1000 mg/dl with diabetic ketoacidosis (dka). Correction bolus and manual insulin injections were administered. Customer was admitted to the hospital and intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Customer did not know cause of event and declined to provide further information.